Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge intermittently displayed multiple, inaccurate fill estimates of 75 units after loading a cartridge. Reportedly, the cartridges were filled with 200 units of insulin. Blood glucose level was not impacted.